Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced persistent pump malfunctions with repeated alarms identified as software runtime error and external flash write error after multiple restarts, and the user was instructed to revert to backup therapy while a replacement device was arranged. Symptoms included no reported effects on blood glucose. Outcomes included temporary cessation of pump therapy and use of backup therapy. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.